Event description:
The hcp had to use excessive effort and force to refill the patient's pump at each refill visit. The high back pressure existed throughout the fill. The pump was able to be filled to capacity. No volume discrepancies or changes in therapy response had been noted. The septum may have had something wrong with it; it felt 'short' according to the hcp. The hcp was experienced with pump refill, used medtronic refill kits, and used a filter. No precipitate of drug was noted. The patient hadn't had a weight gain or loss in the last year. The pump was filled with combinations of dilaudid, bupivacaine, and morphine. The hcp was reluctant to refill due to the difficulties and was considering pump replacement. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.